Manufacturer narrative:
A partial lead with the connector pin measuring 24.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a device change out, decreased sensing and damage to the pace/sense portion of the lead were observed. The lead was capped and replaced. The patient condition was fine after the event.